Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Information learned from implant patient registry when the patient's family returned the implanted device permanent ID card. The device history record (DHR) review was completed on 06/24/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 05/07/2009 and on 05/14/2009. At 08/04/2009, there has been no response from the surgeon. This was determined reportable per edwards lifesciences procedures.

Manufacturer narrative:
Device not returned.